Manufacturer narrative:
The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Event description:
It was reported that this patient with a 29 mm bioprosthetic mitral heart valve underwent a valve-in-valve procedure due to stenosis and regurgitation. Implant duration of the pre-existing surgical valve is approximately 13 years, nine (9) months. The tmvr was performed with a 29 mm transcatheter valve. It was reported that the procedure went well. It was reported that the patient is doing good.

Manufacturer narrative:
The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.